Event description:
It was reported that telemetry lockout and a false elective replacement indicator (eri) alert were observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was in stable condition.